Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired and with the pan dislodged at right side proximal end. In addition with 18 double drivers and 1 single drive missing making the reload non-functional. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Five pictures were provided; picture one shows a blue reload from the left side. Batch number r5aa91 is showed. Picture two shows a blue reload from the top view with the sled partially advance. The pan can be seen partially detached from the proximal most hooks. Picture three shows a blue reload from the proximal side. The pan can be seen partially detached from the most hooks. Picture four and five shows a blue reload from the bottom view. The sled can be seen in its home position and the pan is noted to be partially detached from the most hooks.

Event description:
It was reported that it was noticed upon opening the gst60b load that the metal pan (tray) was dislodged or out of place. Device was removed from sterile field and replaced with new cartridge. Upon further inspection, it appears that multiple drivers are missing from the reload. Drivers were not found lose in packing or in the sterile field. There were no patient consequences reported.